Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that hl7 message for particular ID (admission cancellation) was sent by accident. This accidental a13 message disrupted the normal flow of adt messages, preventing the correct admission message (442793574466) from being accepted. A technical support specialist connected to the carefusion coordination engine (cce) and adjusted the interface settings to clear the discharge date for the cancel discharge (a13). This action was intended to maintain the admitted status. Since the customer did not respond, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer submitted a request for an interface modification to allow for new adt messages to forcibly readmit patients that have been discharged by mistake. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer submitted a request for an interface modification to allow for new adt messages to forcibly readmit patients that have been discharged by mistake. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.